Manufacturer narrative:
Correction made to h4: device manufacture date: 5/19/2021 (previously submitted as ni) h10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing including leak, clear passage, clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set was separated from the light blue mainbody of the twist clamp. This occurred during use for peritoneal dialysis therapy. The nurse further reported that "the dark blue tip became partially separated from the light blue twist clamp". There was no patient injury or medical intervention associated with this event. No additional information is available.